Event description:
It was reported that 40 of the bd vacutainer® lh 68 i.u. Plus blood collection tubes were found before use in a collapsed state.

Manufacturer narrative:
Investigation: bd received samples and photos from the customer facility for investigation. The photos and samples were evaluated and the customer¿s indicated failure mode for collapsed tubes with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. A potential root cause could be that the product was exposed do to heat during manufacturing during transportation or storage.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 40 of the bd vacutainer® lh 68 i.u. Plus blood collection tubes were found before use in a collapsed state.